Event description:
Emergency cardiac catheterization with stents was performed. A perclose proglide closure attempted of the femoral artery. The distal shaft broke off in the femoral artery, the shaft was snared but could not be removed due to angulation. A cut down was performed and the device retrieved and removed. Diagnosis or reason for use: cardiac catheterization closure.